Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758, lead, implanted: (B)(6) 2012; d314trg, crt-d, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds soon after implant. An x-ray revealed that the lead had pulled back. The lead was removed. A new lead was attempted but was never able to capture the left ventricle. The attempted lead was then removed and the case was aborted. No patient complications have been reported as a result of this event.